Event description:
Patient reported they went to visit their physician. Their meter allegedly was inaccurately erratic and was displaying error 5. The results on their meter were "353 mg/dl, 293 mg/dl, 384 mg/dl and 450 mg/dl", result on the doctor's meter was "480 mg/dl" and lab was "587 mg/dl". The time difference between patient's meter and the doctor's and lab tests were unknown. Patient was treated with 12 units of insulin at the physician's office. Meter was replaced. No further information has been reported.